Event description:
It was reported that during use the catheter was discovered to be broken with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported by a phone call that a catheter was given to him after it had fallen apart during use. It did not make it to the patient however. I asked for more clarification on the incident and he said all he knows is that it fell apart.

Manufacturer narrative:
Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used insyte autoguard 18ga unit and an opened empty package from material number 381444, lot number 9190471. The unit consisted of a retracted needle/barrel assembly and a non-bd cap. The catheter/adapter assembly was not returned for evaluation. A visual evaluation was performed on the returned needle/barrel assembly. The needle was pushed to the out position. There was no mechanical/physical damage to the needle. The catheter/adapter assembly was not returned for evaluation, therefore the defect could not be investigated. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the catheter was discovered to be broken with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported by a phone call that a catheter was given to him after it had fallen apart during use. It did not make it to the patient however. I asked for more clarification on the incident and he said all he knows is that it fell apart.